Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal prolonged menses/abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in (B)(6) 2013. The patient's past medical history included irregular menstrual cycle, vulvovaginitis, breast size increased, menarche and vaginal infection. Previously administered products included for an unreported indication: paragard. Concurrent conditions included seasonal allergy. Concomitant products included anovlar (loestrin), clonazepam, fluticasone propionate (flonase), ibuprofen, oxycocet (percocet), progesterone and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens gel pad). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced vaginal infection ("chronic vaginal infections/infection (bladder/urinary tract/vaginal)-vaginal") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and mood swings ("mood swings"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and eczema ("spongiotic dermatitis"). On an unknown date, the patient experienced back pain ("severe back pain/lower back pain"), pruritus ("excessive itching"), arthralgia ("joint pain"), myalgia ("muscle pain"), anxiety ("anxiety"), rosacea ("rosacea"), vulvovaginal erythema ("mild erythema at introitus (reddening of skin at vaginal opening)"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), pain in extremity ("thighs pain") and rash ("rash"). The patient was treated with surgery (bilateral salpingectomy, essure was removed) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, rosacea, vulvovaginal erythema, eczema, migraine, headache, vaginal discharge, irritable bowel syndrome and pain in extremity outcome was unknown, the menorrhagia and alopecia had resolved and the back pain, vaginal infection, pruritus, fatigue, dyspareunia, dysmenorrhoea, arthralgia, myalgia, mood swings, anxiety, abdominal pain and rash was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, myalgia, pain in extremity, pelvic pain, pruritus, rash, rosacea, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal erythema to be related to essure. The reporter commented: as per pfs, failure to occlude (close) fallopian tube in (B)(6) 2013 was reported. Medical records: (B)(6) 2013 hysterosalpingogram findings: the endometrial cavity is normal in shape and contour. Bilateral fallopian tube ligation coils are identified. Neither fallopian tube fills with contrast. There is no free spillage into the peritoneum. Impression: successful occlusion of both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of her fallopian tubes on (B)(6) 2012, ultrasound scan vagina revealed intrauterine duct appeared appropriately positioned. Right ovarian simple cyst incidentally noted, consistent with functional follicle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal prolonged menses/abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in (B)(6) 2013. The patient's past medical history included irregular menstrual cycle, vulvovaginitis, breast size increased and menarche. Previously administered products included for an unreported indication: paraguard. Concurrent conditions included seasonal allergy. Concomitant products included anovlar (loestrin), ibuprofen, oxycocet (percocet) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens gel pad). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced vaginal infection ("chronic vaginal infections/infection (bladder/urinary tract/vaginal)-vaginal") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and mood swings ("mood swings"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and eczema ("spongiatic dermatitis"). On an unknown date, the patient experienced back pain ("severe back pain/lower back pain"), pruritus ("excessive itching"), arthralgia ("joint pain"), myalgia ("muscle pain"), anxiety ("anxiety"), rosacea ("rosacea"), vulvovaginal erythema ("mild erythema at introitus (reddening of skin at vaginal opening)"), irritable bowel syndrome ("irritable bowel syndrome"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), pain in extremity ("thighs pain") and rash ("rash"). The patient was treated with surgery (bilateral salpingectomy, essure was removed) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, rosacea, vulvovaginal erythema, eczema, migraine, headache, vaginal discharge, irritable bowel syndrome and pain in extremity outcome was unknown, the menorrhagia and alopecia had resolved and the back pain, vaginal infection, pruritus, fatigue, dyspareunia, dysmenorrhoea, arthralgia, myalgia, mood swings, anxiety, abdominal pain and rash was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, myalgia, pain in extremity, pelvic pain, pruritus, rash, rosacea, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal erythema to be related to essure. The reporter commented: as per pfs, failure to occlude (close) fallopian tube in (B)(6) 2013 was reported. Medical records: (B)(6) 2013 hysterosalpingogram findings: the endometrial cavity is normal in shape and contour. Bilateral fallopian tube ligation coils are identified. Neither fallopian tube fills with contrast. There is no free spillage into the peritoneum. Impression: successful occlusion of both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of her fallopian tubes on (B)(6) 2012, ultrasound scan vagina revealed intrauterine duct appeared appropriately positioned. Right ovarian simple cyst incidentally noted, consistent with functional follicle. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events added- mood swings, abnormal bleeding (vaginal, menorrhagia), anxiety, rosacea, mild erythema at introitus (reddening of skin at vaginal opening), spongiatic dermatitis, migraines, headaches, pain, vaginal discharge, irritable bowel syndrome, hair loss, abdominal pain, thighs pain, rash and failure to occlude (close) fallopian tube. On (B)(6) 2018: fup 1 and fup 2 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections"), pruritus ("excessive itching"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), menorrhagia ("abnormal prolonged menses"), dysmenorrhoea ("severe menstrual pain"), arthralgia ("joint pain") and myalgia ("muscle pain"). The patient was treated with surgery (bilateral salpingectomy , essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, vaginal infection, pruritus, fatigue, dyspareunia, menorrhagia, dysmenorrhoea, arthralgia, myalgia and procedural pain was resolving. The reporter considered arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, myalgia, procedural pain, pruritus and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of her fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.